Manufacturer narrative:
Evaluation summary post market vigilance (pmv) received one device. The visual inspection of the device noted that the trocar balloon, lock collar, valve seal and doors appeared intact. The obturator was received. The inflation syringe was not received. Pmv performed functional testing; the balloon was inflated using a test syringe, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy, the device's blue valve was missing. Accordingly, upon insufflation an occlusion was noted on the insuflator. Surgeon checked trocar and it was not working. When the trocar was removed the surgeon noted that the trocar was missing a blue valve. A new device was opened to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy, the device's blue valve was missing. Accordingly, upon insufflation an occlusion was noted on the insuflator. Surgeon checked trocar and it was not working. When the trocar was removed the surgeon noted that the trocar was missing a blue valve. There was no patient injury.